Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated that she was currently wearing depends because all of a sudden, she couldn't hold urine. The patient reported that she wished the patient programmer (pp) had an alert sound for when the batteries were low because it has happened so often. The patient stated that she has noticed that when she experiences a return of symptoms she will also notice that the pp batteries have died. The patient believed that the pp batteries and therapy issues were related because it had happened "maybe 3 times" previously where she would have the incontinence, and then the patient went to check the device with the pp and the pp batteries were dead. Patient services provided pp education regarding pp theory and usage. After patient services explained, the patient indicated that she understood. Prior to the call, the patient had changed the batteries in her pp thinking that was the only problem. The patient synched with her patient programmer (pp) and confirmed that stim was off. The patient stated that she tried to press the plus sign button to increase her stimulation but when she presses that button "nothing happens". The patient clarified that she was seeing the informational screen indicating to turn stimulation on. Patient services provided pp education. During the call, the patient initially encountered poor communication screen when trying to turn the stimulation on. However, the patient repositioned the pp antenna over her ins and was able to successfully turn stimulation on. The patient confirmed that the pp indicated she was set to program 3 at 1.7. The patient stated that she felt stimulation after turning stimulation on. The patient reported that she felt a "bolt" in her left butt cheek, so she lowered her stimulation. The patient stated that when she sat down the stimulation felt uncomfortable and decreased stimulation. The patient stated that the only problem she had with her current implanted device, was fixed when she pushed the stimulation on button. A pp resource guide was sent to the patient¿s email. The patient called back later that day and reported that her pain with the stimulation had resolved. No further com plications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they manufacturer¿s representative told them not to ¿play with the settings¿ when they had falls or trauma. The patient has ¿left it along and so far therapy has been ok¿. The patient mentioned it was a coincidence that every time they changed the batteries in the programmer, they had incontinence. There were no further complications reported or anticipated.